Manufacturer narrative:
The device was returned for evaluation. Investigation is underway.

Manufacturer narrative:
The delivery system was returned after being used in the procedure, inserted through the loader and sheath. The distal end of the nose tip appeared to be cut off, with the guidewire lumen cut near the tapered end where the balloon burst. There was a kink on the proximal flex shaft just distal to the nose cone, likely due to return packaging. Minor delamination at sheath tip ~0.5¿ in length from sheath distal tip was observed. It does not appear to be missing any balloon pieces. No functional testing was able to be performed due to the condition of the returned device (balloon burst and delivery system cut). Balloon (single) wall thickness measurements were taken along both sides of the tear on the inflation balloon to ensure that the wall thickness was within specification. A thin wall could contribute to a balloon burst and could be indicative of a manufacturing nonconformance. The balloon single wall thickness measurements met the specification. Review of patient imagery determined that the patient had a calcified aortic annulus and fairly tortuous access vessels. No instruction for use (IFU) or training deficiencies were identified. Inspections during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. Based on the returned condition of the devices, the complaints for balloon burst and withdrawal difficulty were confirmed, but no manufacturing non-conformance were identified on the returned device. Dimensional inspection of the balloon revealed that the balloon wall thickness measurements were within specification. Review of case notes and visual inspection reveal that balloon burst is likely due to patient factors (annular calcification). As stated in the complaint description, the ¿patient¿s calcification was severe.¿ additionally, the imagery provided showed the annulus to be heavily calcified. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus (calcified nodules within the aortic annulus can impinge on the balloon during inflation, thus compromising the balloon wall structure even at a low inflation pressure), as well as outlining the extensive manufacturing mitigation in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analyses of these types of ruptures indicates that they are typically caused by interaction with calcification in the annulus. The technical summary contains additional details related to root cause analysis on balloon bursts in a calcified aortic annulus. The burst balloon would then have created difficulty withdrawing the delivery system into the sheath, as the altered balloon profile could have gotten caught on the tip of the sheath or other parts of the patient anatomy. Additionally, the provided patient imagery showed that the access vessel was tortuous, which likely created non-coaxial retrieval angles, which would have increased the likelihood of the burst balloon getting caught and would also have further exacerbated delivery system withdrawal difficulties. Alternatively, other patient/procedural factors that can contribute to difficulty retrieving a device include the following: -sheath insertion angle -position of the flex tip on the delivery system during retrieval (procedure instructs to ensure flex tip is still over the triple marker) as such, the root cause for the balloon burst and delivery system withdrawal difficulty can likely be attributed to patient/procedural factors. No visual abnormalities were observed on the returned device, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus and the subsequent withdrawal difficulty. The technical summary is applicable to this complaint because the complaint description and the provided imagery show that the patient had a severely calcified annulus. The complaints for balloon burst and withdrawal difficulty were confirmed. No manufacturing non-conformities were found in the returned sample. Available information indicates that patient/procedural factors (annular calcification and withdrawal difficulty due to burst balloon) may have contributed to the event. Since the occurrence rate does not exceed the october 2017 control limits for the trend categories, no corrective or preventative action is required.

Manufacturer narrative:
(B)(4). Investigation is underway.

Event description:
As reported by a field clinical specialist, during deployment of a sapien 3 valve, the commander delivery system balloon ruptured. The valve was employed in the intended position. Withdrawal difficulties of the delivery system and the ruptured balloon were encountered and a cut down was performed. It was surgically repaired with a patch. The ds and sheath came out together as one piece. Everything was removed from the patient. Patient calcification was severe.